Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "event confirmation: a revision surgery cannot be confirmed aside from the pi report and an implant sheet. A peri-prosthetic fracture does seem apparent on a ap hip x-ray. Root cause: the root cause of the unconfirmed revision would be the periprosthetic fracture." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the femur. A review of the provided medical records by a clinical consultant indicated: "event confirmation: a revision surgery cannot be confirmed aside from the pi report and an implant sheet. A peri-prosthetic fracture does seem apparent on a ap hip x-ray. Root cause: the root cause of the unconfirmed revision would be the periprosthetic fracture." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: it was reported that the patient's left hip was revised due to femoral periprosthetic fracture. An accolade tmzf stem, femoral head, and poly liner were revised to a restoration modular stem, femoral head, and mdm/ adm liner construct. Rep confirmed that there were no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.